Event description:
Boston scientific received info that this right ventricular (rv) lead was dislodged. During the repositioning procedure, the insulation on the lead was damaged. As a result, the lead was explanted. No adverse pt effects were reported.